Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the gray plastic top of the trocar balloon simply broke into two pieces while in use. A piece of gray plastic fell into the patient cavity and was successfully removed by the surgeon. There was no harm to any staff or patient.